Event description:
In 2009, the endologix (type unk) device was implanted. The left hypogastric artery was coil embolized. The left side of the endologix (type unk) device was extended with a gore excluder aaa endoprosthesis iliac extender component. Final angiography revealed none of the visceral arteries were patent. The pt was "closed up" and taken to another room for use of computed tomography imaging. Imaging revealed all grafts were deployed in the false lumen of the aorta. The aorta was now dissected from the iliac bifurcation to the level of the aortic arch. The pt was reported to be in stable condition. The physician elected to wait, and re-examine her case the following morning. Conversion to open surgical repair had been discussed provided the aortic dissection progresses to the coronary arteries. As of five days later, no reintervention has been performed. Further investigation revealed the pre-operative computed tomography images did not reveal an aortic dissection. The dissection came after the devices were implanted.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.